Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was in or for a pocket revision case. The reason for call was the caller stated the patient had an impedance of <(><<)>50 ohms on 0/1 when the ins was in the tyrx pouch in the pocket. The caller stated they took the battery out of the tyrx and tested it again and there were no impedance issues. While on the call, the caller re-inserted the ins into the tyrx pouch and ran impedance test again and saw c/0 >4k ohms 0/1 <(><<)>50ohms 0/2 <(><<)>50ohms. Agent reviewed that tyrx pouches shouldn't have an effect on impedance. The caller did not pre-procedure the impedance test showed all contacts in range. Caller ended call to resume case. Additional information was received from a manufacturer representative (rep). When asked for clarification on why they were at the or the rep stated that the patient had wanted the device in a different position. There was no device concern or therapy issue, just the impedance issue. The cause of the impedances was unknown and the issue was resolved by not implanting the tyrx.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.